Event description:
Customer reported a loose power button on their current pump via email. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.